Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5075-45 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the patient experienced a syncopal episode while walking to the kitchen, and then again while in the ambulance and at the emergency room, with heart block also noted. Noise, oversensing, and a possible lead fracture were noted. A temporary pacemaker was utilized until the next morning, when the rv (right ventricular) lead was explanted and replaced. No further patient complications have been reported as a result of this event.